Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.

Event description:
Hologic has received correspondence arising from litigation. The litigation alleges that a 45-year-old patient was implanted on (B)(6) 2022 with a biozorb marker following a surgical procedure for a right breast lumpectomy. A medical letter attached to the patient files reports that the patient described over the course of several years intense pain chronic in nature and not consistent with postoperative healing expectations. Also, it mentions that the biozorb device most likely failed to dissolve contributing to chronic inflammation, pain and tissue reaction. As a result, patient experienced persistent physical discomfort and decline in patient¿s quality of life. On (B)(6) 2024, the patient was seen by a lymphedema therapist for a specialized massage of the area; after the visit she developed a rash on her right breast. She reports also associated redness and breast pain with the rash (she rates pain 5/5 on the scale of severity). On physical examination the area of erythema looks like telangiectasia along the medial and inferior aspects of the breast. A punch biopsy was performed on the aforementioned area of telangiectasia. No other relevant information was provided. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.